Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 275cc mentor memorygel breast implant, catalog: 3502751bc, lot: 6877134, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, of unknown age at the time of the event, who underwent primary breast augmentation with two 275cc mentor memorygel breast implants, experienced a very hard left side, and has a knot below her nipple the size of a pea but not larger than a marble and it had gradually gotten hard over the last two years post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.